Event description:
It was reported the "bolus button pops up immediately after pressing. Orange indicator is in the bottom location and not rising. Advised to close clamp on tubing. States anesthesiologist contact is not on his discharge instructions. Told to call hospital and request to talk to anesthesiologist on call." The patient did not want to call hospital because patient states they would not call patient back. Followed up with patient and patient confirmed calling hospital and was "waiting for a return call." There was no reported injury. Additional information received on 01-Jul-2026 stating the patient was able to get the pump replaced at the hospital and no longer has the device.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the Device History Record is in-progress. All information reasonably known as of 23-Jul-2026 has been included in this Health Authority Report. Should additional information be obtained, a Follow-up Health Authority Report will be provided. The information provided by Avanos Medical, Inc. represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to Avanos Medical, Inc. Avanos Medical, Inc. has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the Avanos Medical, Inc. complaint database and identified as Complaint (b)(4). This information is submitted pursuant to 21 CFR 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an Avanos Medical, Inc. product is defective or caused serious injury.